Event description:
The hcp reported that, approximately 3 hours after pump refill and dose increase, lioresal 2000 mcg/ml from 150 mcg/ml to 200 mcg/ml, the pt began to experience burning in the pocket and right leg pain. The following morning, the pt began to experience right-sided numbness. The pt was admitted to the hospital and the daily dose was re-programmed to 150ug/day and later stopped. An x-ray was scheduled. No other symptoms were reported; the spasticity is well controlled. The reporter stated that, the packaging for the drug was discarded and the lot number is not available.